Event description:
Citation: peter adamczyk, et al. Recurrence of "cured" dural arteriovenous fistulas after onyx embolization. Department of neurological surgery, keck school of medicine, university of southern california, los angeles, california. Neurosurg focus 32 (5):e12, 2012. The following report was received by medtronic (covidien) through review of literature: embolization of a dural arteriovenous fistula (davf) was performed on a patient using onyx18 with sufficient penetration and casting of onyx into the fistula. Final angiography revealed no evidence of early venous drainage or filling of the fistula. The patient's symptoms gradually improved, but repeat angiography performed 7 months later revealed (davf) recurrence. Catheterization of the l2 lumbar segmental artery demonstrated filling of the fistula from collateralization into an l3 radicular branch under the l3 pedicle. Drainage of the fistula remained the same via a slowflowing vein. Repeat embolization could not be performed due to the lack of microcatheter access to the fistulous site. Therefore, open neurosurgical ligation of the fistula was performed 2 months later. Exposure of the fistula during surgery established the continued presence of an onyx cast into the proximal segment of the draining vein.

Manufacturer narrative:
Http://www.ncbi.nlm.nih.gov/pmc/articles/pmc3467794/. This report was created to capture complications related to onyx. Onyx will not be returned for evaluation as it was consumed in the event. Based on the reported information, there did not appear to have been any defect of the device during use. The event occurred in the patient post procedure and its cause was unknown. The lot history record review was not possible since the lot number was not reported. Information received from the same article as mfrs: 2029214-2015-00493, 2029214-2015-00492. (B)(4). Note: the procedure described in this report required off-label use of onyx.